Event description:
The following information is from the article published in the journal of catheterization and cardiovascular intervention, closure of secundum atrial septal defects with the amplatzer septal occluder device: techniques and problems. The authors are aware of a case, in which the sheath tip was too close to the left atrial wall and advancement of the left atrial disk caused perforation of the wall, with the disk being opened in the pericardium. Emergency surgery was necessary to correct this problem.

Manufacturer narrative:
The results of this investigation are inconclusive since additional information was not received by aga medical.